Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus leaking test per as follows: reservoirs filled with diluent and connected to new infusion set. Installed reservoirs and connectors into a insulin pump. Conclusion: reservoirs no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call high blood glucose levels, bent cannula and air bubbles. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose via insulin pump. Customer¿s current blood glucose level was 304 mg/dl. Troubleshooting was performed. Customer advised they had a bent cannula on the infusion set and air bubbles inside of the reservoir which resulted in high blood glucose levels. Customer was advised to return their infusion set and reservoir for analysis and that a replacement infusion set and reservoir will be sent out. The insulin pump will not be returned for analysis.